Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap attached to the pump and successfully completed 24 hour testing. No power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4)

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.